Event description:
It was reported that the procedure was treating a lesion in the superficial femoral artery. During pre-dilatation, the 5x80mm armada 35 balloon catheter ruptured at 1 atmosphere during the first inflation. Another 5x80mm armada 35 balloon catheter was then used; however, it ruptured at 3 atmospheres during the first inflation. A 5x80mm fox plus was then used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional armada 35 referenced, is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.